Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. The insulin pump was received with intermittent button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping or scrolling noted. The insulin pump passed displacement, rewind, basic occlusion test, self test and a21 error tests. The operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that when she would press the up arrow, the numbers would not stop and the other buttons would not respond. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.